Event description:
The complainant alleged while attempting to defibrillate a pt (gender and age unknown) during open heart surgery, the device failed to discharge. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant also indicated that they were undetermined if the reported malfunction had an adverse effect to the pt.